Manufacturer narrative:
A ge svc rep performed an onsite investigation. The control console cpu and power supply were evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.

Event description:
It was reported that the system would not complete boot up. There is no report of injury or death associated with the event described in this complaint.